Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due the reservoir migrating out of the space, the patient had his artificial urinary sphincter (aus) reservoir removed and replaced. The aus reservoir was explanted and a new 100ml reservoir was implanted. The patient is recovering following the surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.